Event description:
It was reported that the user had difficulty with the connection from the catheter and gas tubing which did not fit. They cut the female connector and pushed it into the male connector to make the connection. Once the iab was inserted, the balloon failed to inflate. The pump experienced helium loss alarms, so the iab was removed. Another MFR's iab was replaced without any complications.